Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the ultrafilter of an ak 96 machine during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the following additional information was provided. There was no ultra filter leaking. The machine connector on the ultra filter was leaking. H10: the device was not received for evaluation; however, the machine was evaluated on-site by a baxter qualified technician. Visual inspection showed a leak and a cracked blood pump door. The silicone connector on the ¿hpg¿ transducer was snapped off which allowed the leakage. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be related to machine wear. The silicon connector on the sensor and the blood pump door were replaced to address these issues. Should additional relevant information become available, a supplemental report will be submitted.